Event description:
It was reported that the platform displayed "system error." No patient was involved. No adverse event reported.

Manufacturer narrative:
Reported complaint of "system error" was verified. Processor board was replaced, which remedied the problem. Platform passed final test. No adverse event reported.